Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. One sterile/unused device was received. The sample was successfully tested with no anomalies noted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the account has had several instances lately of the indeflator failing. The indeflators are difficult to pressurize, the handle seems stiffer, air bubbles are seen in the balloons during inflation. Deflation also appears to be taking longer than normal. The luer has been difficult to connect to other devices, some times it just pops off and needs to be reconnected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3 - date of procedure estimated as (B)(6) 2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the account has had several instances lately of the indeflator failing. The indeflators are difficult to pressurize, the handle seems stiffer, air bubbles are seen in the balloons during inflation. Deflation also appears to be taking longer than normal. The luer has been difficult to connect to other devices, some times it just pops off and needs to be reconnected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.